Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the right femoral artery in a 67-year-old male patient presenting for high-risk percutaneous coronary intervention (hrpci), with a history of coronary artery disease (cad). During the procedure, the patient experienced runs of ectopy. It is unclear whether these arrhythmic episodes were related to the impella device or the underlying clinical condition. The patient survived to explant. The reported event is arrhythmia, which may occur in the context of complex coronary intervention, underlying cad, and hemodynamic stressors.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported arrhythmia could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.